Manufacturer narrative:
The investigation is not completed as of this date. More time is required due to richard wolf. Richard wolf has been made aware of the malfunction and will aid in the investigation. Richard wolf medical instruments will follow-up with complete evaluation of the device.

Event description:
During a cervical discectomy procedure, a pin from the jaw fell out in operative site. There was no patient injury or consequences. Fluoroscopy was performed, but pin was not visible. This is all of the information that we are aware of at this time.